Manufacturer narrative:
A3 and a4- patient gender and weight were requested, information not yet provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient was admitted with sepsis, elevated lactate dehydrogenase (ldh) and subacute infarct noted on computed tomography (CT) head. The log file review captured routine events, there were no notable alarm conditions or parameter changes.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported sepsis could not be conclusively determined through this evaluation. Additionally, a direct correlation between the device and the reported events could not be conclusively established. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no further information was provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further related issues reported at this time. The heartmate 3 lvas instructions for use (IFU), rev. C, and the heartmate 3 patient handbook, rev. D are currently available. Section 1, "introduction," lists potential adverse events, including sepsis and stroke, that may be associated with the use of heartmate 3 lvas. Additionally, although only sepsis was reported, infection is also listed in the IFU as a potential adverse event may be associated with the use of heartmate 3 lvas. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. This section also lists infection as a potential late postimplant complication. Furthermore, several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.